Manufacturer narrative:
The product is manufactured in the u.s., but not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.1mm vicmo12.1 implantable collamer lens, diopter -9.5 into the patient's right eye (od) on (B)(6) 2018. On (B)(6) 2018, the lens was exchanged with a longer lens due to low vault. The problem was resolved.

Manufacturer narrative:
Device evaluation: lens was returned dry, in a micro-centrifuge vial. There was clear surgical residue on product. Visual inspection found the optic torn, haptic torn and torn haptic piece missing, presence of residue on the lens. (B)(4)

Manufacturer narrative:
Corrected data: it is corrected to (B)(6) 2018 in the initial MDR. It is corrected to (B)(6) 2018 in the initial MDR. Claim# (B)(4).